Manufacturer narrative:
Results of investigation: the end user provided logs, which were reviewed by tech service. The logs showed multiple instances of "poweronoffagent: the power button pressed" messages. To resolve the issue, the power board was replaced with one from a demo unit, and the device now functions as expected. The customer was advised to update the software and perform a full calibration after replacing the power board.

Event description:
It was reported to vyaire medical that the bellavista1000neo power on/off intermittently causing auto shutdown. No patient involvement was reported.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). D4: complete UDI# was not provided by end user. G4. PMA/510(k)# - the device is a similar device marketed in foreign countries and is not marketed under the 510k. H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.